Manufacturer narrative:
This report is submitted on april 16, 2021.

Event description:
Per the audiologist, on (B)(6) 2020, the patient presented with cellulitis at the abutment site, and was treated with oral antibiotics. The patient was placed under general anesthesia on (B)(6) 2020, in order to remove the abutment.